Event description:
The pump did not deliver medication although it appeared to be working (the green power light was on). Rn tried with a second pump and still no medication was delivered. Patient line flushed normally and both pumps worked with other solution. The medication in question was apparently 5x concentrated and pharmacy questioned that it may be too viscous for the pressure generated by the pca ii pumps.